Event description:
The customer reported the system failed to boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during service call. The system was tested, found to be working as intended and returned to service.